Event description:
Dealer states brakes not working on this rollator. No injury. The brakes have been replaced. Please note that if any further information is received on the device a supplemental report will be filed.